Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. Additional information was received that the ipg was replaced due to patient needing an MRI compatible device. The patient was doing well postoperatively and the explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.